Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician had loaded the taxus express2 3.5x20mm drug eluting stent on the guide wire and was beginning to insert the device when the hypotube fractured. The device had not entered the pt. The procedure was completed with another stent. No pt complications occurred. Pt status is satisfactory.